Event description:
It was reported that the customer was hospitalized for high blood glucose of 900 mg/dl. Troubleshooting was performed. The mother stated that her son believes the cannula was bent. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.